Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of the right ventricular (rv) lead. In addition, undefined high pacing impedance and a possible lead fracture were noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.